Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose. Troubleshooting was unable to be performed, therefore no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.